Manufacturer narrative:
(B)(4). Batch number: n55t9f. Investigation summary: the analysis results showed that one ecr45d cartridge reload was returned partially fired 1/10 and with 2 drivers missing making the reload non-functional. In addition the cartridge pan was noted to be dislodged at proximal distal. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The damage on the cartridge, it is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information requested and received: did the device lock-out (no staples deployed and no cut line started)? No. Or, did the device partially fire (start to deploy staples and cut but could not be completed)? Yes. Was the device locked with jaws closed? If yes, how was the device removed? Reverse button. Did the jaws eventually open? Yes. Is the current patient status known? Unknown. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Please explain. No.

Event description:
It was reported that the reload could not be completely fired and the stapler was stuck.